Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 309 mg/dl while wearing the pod longer than 48 hours on the hip/buttocks. Patient reported that bg levels were decreasing after bedtime so insulin delivery was suspended; an hour later the pod was resumed and patient's bg levels spiked within an hour so pod was removed. As treatment, a bolus was delivered. The patient's blood glucose history are as follows: (B)(6).